Event description:
Tisseel sealant product was taken out of the freezer and was noted ¿ by the scrub tech ¿ that the product was defective. The tisseel product was not used on patient. Another tisseel product used.